Manufacturer narrative:
During inspection and testing, the radio-frequency identification (rfid) listed the incorrect model number for the device. A review of the device history record found no deviations that could have caused or contributed to the rfid being incorrect. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the manufacturing site wrote the incorrect rfid information to the device during production. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issue (leak) was confirmed during testing. There was a leak at the biopsy port and biopsy channel due to damage caused by repeated insertion and removal of a brush and/or accessory. In addition, angulation was lower than standard, there was play in the angulation knob, the distal end cover was scratched and dented, there was discoloration on the objective lens and light guide lens, the adhesive on the bending section cover was cracked and there was a gap, there were scratches on the insertion tube and light guide tube due to handling, and there was a customer label on the grip and scope connector. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported that, during reprocessing, the subject device failed the leak test. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the radio-frequency identification (rfid) did not match the physical device. This report is being submitted for the malfunction found during evaluation (rfid misidentification). There was no harm or user injury reported due to the event.